Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a blister under the lifevest equipment. Patient described the area as blistered but not bleeding under electrodes. The patient¿s physician prescribed a cortisone cream for the blister. Outcome of the blister is unknown.